Manufacturer narrative:
Qn#(B)(4). Per DHR the product auto endo5 ml lot # 73k1800062 was manufactured on 10/08/2018 a total of 288 pieces. Lot was released on 10/11/2018. DHR investigation did not show issues related to complaint. The customer returned one unit ae05ml autoend05 ml for investigation. The returned sample was visually examined with and without mag nification. Visual examination of the returned device revealed that the sample appears used as there is biological material present on the device. The returned sample was reviewed with a r & d engineer. Functional inspection was performed on the returned sample by attempting to engage the trigger using hand pressure. Upon engagement of the trigger, it was observed that the trigger was jammed. The sample was disassembled to inspect the internal components. Upon disassembly, it was found that the ratchet ears were intact. It was also found that the clips were out of position and stacking on one another. The clip stacking could prevent the clips from properly loading into the jaws. The sample was received with 8 clips remaining in the channel indicating that 7 clips were fired by the end user. Non-conformance 60045511 has been opened to further investigate this issue. The IFU for this product, l06072, was reviewed as a part of this complaint investigation. The IFU for this product states, "mishandling of appliers may result in improper load and/or closure of the ligating clip." The reported complaint of "not applying clip properly" was confirmed based upon the sample received. One device was returned with 8 clips remaining in the channel indicating that 7 clips were fired by the end user. Upon functional inspection, it was found that the clips were out of position and stacking on one another which prevented the clips from loading properly into the jaws of the device. Although the reported complaint issue was confirmed based on functional testing, it could not be determined exactly how or when the clips became out of position. Non-conformance 60045511 has been opened to further investigate this issue.

Event description:
It was reported that the surgeon placed clip on the cystic artery and closed the handle with a full hard squeeze. The clip did not lock even though we could see that it was all the way around the tissue and that there was not so much tissue enclosed that it would not lock. He then pulled the applier off the artery and tried to load a new clip. This clip entered the jaws in a closed, but not locked position and fell out of the applier. He then loaded one more which loaded correctly and proceeded to ligate the artery, but again, the clip did not lock.

Manufacturer narrative:
(B)(4). The device has not been returned for investigation. Teleflex will continue to monitor and trend related events.

Event description:
It was reported that the surgeon placed clip on the cystic artery and closed the handle with a full hard squeeze. The clip did not lock even though we could see that it was all the way around the tissue and that there was not so much tissue enclosed that it would not lock. He then pulled the applier off the artery and tried to load a new clip. This clip entered the jaws in a closed, but not locked position and fell out of the applier. He then loaded one more which loaded correctly and proceeded to ligate the artery, but again, the clip did not lock.